Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Neurological dysfunctions are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Product has been not return.

Event description:
It was reported from the site that on 4/21/17 the manufacturer clinical specialist received an email from the patient's mother to inform that her daughter had the left ventricular assist device (lvad) explanted on (B)(6) 2014. Per the mother, "the surgery went very wrong" and she would like to obtain any information that we may have regarding what happened during surgery. As per the patient tracker it was verified that the patient was originally implanted on (B)(6) 2013 and then exchanged one year later (B)(6) 2014. Reason for pump exchange is unknown now. Also, noted from the tracker that the patient required a c-mag right ventricular assist device (rvad) post-exchange and had an ischemic cerebrovascular accident (icva) post-implant while in the intensive care unit (ICU). This patient has since transferred her care to another ventricular assist device (vad) center effected on (B)(6) 2015 and had been reported that the patient has been doing well to date. New information was just received that stated that the patient was explanted "for recovery" when the patient had a terrible anoxic brain injury during the surgery. The patient then required lvad and a centrimag rvad device the following day. There was no other information provided by the site.